Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer coil which occurred most likely during the explantation procedure. A measurement of the surface pressure (i.e. The contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. The measurement did not demonstrate any deviations from the technical specifications. During the analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that a few days after the implantation the patient was admitted to the hospital. Hemothorax due to rv lead perforation was observed. The lead was removed and replaced with a passive lead.